Event description:
The customer's spouse reported via telephone call that the customer's blood glucose had been high, averaging 250 mg/dl over the previous few days. The customer had recently had a high blood glucose reading of 491 mg/dl and had a reading of 139 mg/dl at the time of the call. The customer had symptoms of fatigue and loss of appetite. The high blood glucose was treated with a bolus. The drive support cap appeared normal and recessed. No air bubbles in the tubing or leaks were found. Insulin exited with the manual prime. The customer's spouse was unable to remove the infusion set to check for bent cannulas and reported no soreness or irritation at the insertion site. No tubing clamp was available to perform a high pressure test. The insulin pump had also alarmed for no delivery of insulin in the past, and those alarms were resolved with a set change. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.